Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began over a month ago prior to contacting lfs. The cca was advised the patient manages his diabetes with humulin 70/30 insulin (20 units). It is not known what action the patient took at the time of the alleged issue; however, on (B)(6) 2011 at 10am, the patient stated he took his usual dose of medication. At 1pm that day, the patient felt a symptom of dizzy. The patient stated emergency medical services (ems) was contacted. The patient obtained a blood glucose result of "37 mg/dl" with the ems meter and was administered a glucagon injection as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca educated the patient on the correct battery type. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.